Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump was "clogged" and not working properly. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.